Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the bolus screen. Additionally, the pump touch screen was delayed in responding to presses. Customer¿s blood glucose level was not impacted. Reportedly, customer obtained an alternate method for insulin therapy from a healthcare provider.